Manufacturer narrative:
This is the final report.

Event description:
A report of a post operative epidural hematoma was received. The physician decided to immediately explant the precision system. The explant relieved the hematoma and the patient is reportedly doing well.